Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a manufacturer representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. The rep reported that post-operatively the placement of the lead was found to be lateral. Lateral imaging confirmed that the surgical lead was lateral. The stimulator was not on yet but the patient was writhing in pain in their groin. There were no environmental/external/patient factors that may have contributed to the issue. The patient was having a lead revision on the day of the report. The hcp was attempting to revise placement of existing lead. If they achieve the desired placement the hcp is going to try and stitch it to the bone. The issue was not resolved at the time of the report but the patient was noted to be alive with no injury. The rep stated that they would follow up with the hcp on (B)(6) 2017 and (B)(6) 2017. The patient¿s medical history includes having diabetes. No further complications were reported/are anticipated.